Event description:
Additional information was received. It was reported that it was ¿all normal¿ and there was no infection. It was indicated that the disc degeneration was unrelated to the pump.

Event description:
It was reported that the patient was having an MRI to confirm that the infection in the disc space of her lumbar spine had cleared up. It was stated that the MRI was not being done due to a problem with the pump or catheter. The drug being used in the system was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).